Manufacturer narrative:
The reported event was confirmed. The evaluation confirmed that there was a tear on the jelly packet that caused the jelly leakage. How and when event occurred cannot be determine. A potential root cause for this failure mode could be user related (handling issue). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. - cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. - lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray."

Event description:
It was reported that catheter jelly leaked into the tray before use. The jelly packet was observed to have a cut in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheter jelly leaked into the tray before use. The jelly packet was observed to have a cut in it.